Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited battery impedance of 1.7 kohms, undersensing was confirmed during implant. The device was removed and replaced.

Manufacturer narrative:
Analysis was normal.